Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the balloon was inserted in the operating room. Balloon's fiber optic worked well thru the case and once the patient was off cardiopulmonary bypass (cpb), the intra-aortic balloon pump(iabp) was put on standby and advanced an inch or two, and upon resuming iabp therapy, pump alarmed ¿fiber optic sensor failure¿. The customer pressed the help button and followed the instructions of unplugging and re-plugging the fiber optic cable, but this did not resolve the alarm. At that time had the balloon trigger from EKG source and used the mechanical bp source via transducer. Balloon had been discontinued due to patient no longer needing support. The balloon was discarded. There was no reported injury to the patient.